Event description:
Additional information has been received and reported that during surgery in the left eye of the patient, the cannula has shot off from the luer lock syringe which was faulty and pierced the tissue behind the lens. As a result of this complication, an anterior vitrectomy was performed as an intervention at the end of the procedure. The current condition of the patient was unknown.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an ophthalmic cannula has came off from the syringe. Procedure details and patient impact has not been provided. Additional information has been requested and none received till date.

Manufacturer narrative:
A sample was not received at the investigation site for evaluation for the report of cannula has come off the syringe and pierced the tissue behind the lens and anterior vitrectomy; therefore, the condition of the product could not be verified. Since the sample has not arrived at apd the complaint file will be closed as a no sample returned. When the sample arrives the complaint file will be reopened for evaluation of the sample. A review of the device history record traceable to the possible lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).